Manufacturer narrative:
Na

Event description:
It was reported in (B)(4) that the footend jack was leaking and the fowler is stuck in a raised position and does not go down. No adverse consequences were alleged.